Event description:
It was reported that a device experienced several system error 322 alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The system error 322 was reproduced during testing. Physical inspection found that the upper auxiliary flex was not secured perpendicular to the j1 connector of the I/o pcb. The misaligned connection can trigger an intermittent system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced.